Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0231176. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be provided, based on the description of the event, our team of quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd will continue to track and trend for this issue.

Event description:
It was reported that the intima-ii 20gax1.16in prn slm leaked past the septum, which "popped out" during the CT exam. The following information was provided by the initial reporter, translated from (B)(6) to english: "the septum was popped out during CT examination". "High pressure injection with a pressure value not exceeding 300psi".